Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/02/2025, it was reported that the user¿s ilet wake button occasionally failed to respond. The user noted that after a couple of attempts the screen would turn on. The user was advised to monitor the issue and to contact support if the problem worsened. No blood glucose impact or symptoms were reported.